Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article entitled, ¿catastrophic failure of the elite plus total hip replacement, with a hylamer acetabulum and zirconia ceramic femoral head¿ by m. R. Norton, et al, published by the journal of bone and joint surgery (2002), vol. 84-b, no. 5, pp. 631-635, was reviewed. The purpose of this article is to report the catastrophic early failure of a cemented total hip replacement comprising a modular femoral component with a zirconia ceramic head and an acetabular component of cross-linked ultra-high molecular-weight polyethylene (hylamer) implanted in 29 hips between 1995-1999. Implanted depuy products: all 29 hips received the charnley elite tha including a hylamer polyethylene cup secured with competitor cement, a zirconia ceramic femoral head, and a charnley femoral stem secured with competitor cement and competitor cement restrictor. Results: 9 cups were revised sue to aseptic loosening. There is insufficient information within the article to conclusively attribute the loosening to the cup that a was cemented with competitor cement. Explanted cups showed a mean wear rate of 2.04 mm. 7 hips were considered to have failed due to pain, a decrease in operative hip range of motion, and a decrease in operative hip function. These hips are awaiting revision at the time of final follow up. The authors do not identify the cause for the pain and decrease in range of motion and function. Captured in this complaint: charnley elite cup: implant polyethylene wear. Zirconia/ ceramic femoral head: no reported product problem. Charnley stem: no reported product problem. Patient harms: pain, medical device site joint range of motion decrease. "